Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and infusion set was occluded and the insulin pump received no delivery alarms. The customer reported that the customer had high blood glucose levels of 12.9 mmol/l. Troubleshooting was performed. The customer reported that he changed infusion set couple of hours. The customer was advised to change the infusion set. Product is not expected to return.